Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device alarmed hardware low level failures error with audio alert during self test and device trace download confirmed hardware low level failures error problem isolated to the keypad. No audio or beep anomaly or vibrate anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was vibrate anomaly. The customer¿s blood glucose level was unknown. The customer stated that the pump had no more ringing vibrate anomaly. The insulin pump will be returned for analysis.